Event description:
It was reported the programmer has a cracked screen. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the overlay to the screen was smashed. Analysis also found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly was loose and the left keyboard hinge was broken. (B)(4).